Event description:
The account generated a discrepant axsym abbott hcv result on a patient. In 2008, the patient tested axsym abbott hcv initially reactive (s/co=1.12) but repeated negative (s/co=0.9, 0.8) after freezing the specimen and centrifugation. The patient previously about four days prior tested axsym abbott hcv reactive (s/co = 1.23, 1.26, 1.03). No additional patient information or testing was provided. The negative axsym abbott hcv result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product, axsym abbott hcv, list 1d30, that has a similar us product distributed in the us, axsym anti-hcv, list 5c36. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported, "hardware irritation - hardware was removed." It is not known at this time whether the device may caused or contributed to this event.

Manufacturer narrative:
(B) (4). Device and sample not returned. Based on the investigation the reagent kit is performing acceptably. No returns were received for this investigation. The investigation team has completed an investigation and the results are as follows: one axsym abbott reagent kit (list number 1d30-20, lot number 68202lf00) stored at abbott was tested for analytical and clinical sensitivity. Calibration and controls were within the specification range as per package insert. Also, sensitivity panels for core, c100 and 33c epitopes were within the specification range. In addition, an (B) (6) seroconversion panel ((B) (4)) was tested with above mentioned reagent kit and showed the expected number of reactive bleeds with s/co values comparable to two in-house reference reagent lots. Additionally, the variability of results may be attributed to expected assay variability and intraindividual biological variability. No information available on any medical condition/ treatment that might impact antibody response. This patient may be considered as potentially infected due to historic positive test result. Based on the limited data available, it seems unlikely that this patient is in acute phase. Further clarification might be obtained by testing follow-up sample for (B) (6), additional tests for (B) (6) antigen or (B) (6) pcr, in dependence of the diagnostic question, clinical findings and individual patients risk for (B) (6). As part of this investigation the investigation team reviewed the complaint and manufacturing records for axsym abbott (B) (4) reagent kit, list number 1d30-20, lot number 68202lf00. This review did not identify any problems relating to the account's observation. Based on this investigation, it is determined that axsym abbott (B) (4) reagent kit, list number 1d30-20, lot number 68202lf00, identified in this complaint, is performing acceptably. This is a final report.